Event description:
It was reported that the patient had a cyst on her spine following a fall.

Manufacturer narrative:
. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076085, UDI: (B)(4).

Event description:
It was reported that the patient had a cyst on her spine following a fall.